Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device was unable to detect the attached electrode pads via the multifunction cable. Additionally, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "does not recognize pads/paddles" was observed and attributed to bent pins on a connector on the main board. The reported malfunction of "device does not power up" was not replicated or confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.